Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of door not fully latched through observation of the alarm at device power up, but could not reproduce it during eval. Eval determined the cause to be a loose upper link screw. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. Any pt involvement, injury pt medical intervention is unk.